Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the right side wheel is warped out of box and hitting against the clothing guard.

Manufacturer narrative:
Corrected information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the wheels were unable to be tested, so the original complaint issue could not be confirmed.

Event description:
Provider states the right side wheel is warped out of box and hitting against the clothing guard.